Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom upstream occlusion alarm. Evaluation found the upper and lower readings on the ultrasonic sensor to be out of specification. The upstream sensor and upstream pusher were replaced to correct this condition.